Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this brady lead was a case of an attempted implant in the left bundle branch (lbb) due to impedance was greater than 3000ohms. During the procedure, this lead was repositioned, however, the high impedance values remained. No visual fractures or damage were able to be found on lead. This brady lead was replaced with another lead of the same model. No adverse patient effects were reported. This lead is expected to be returned.

Manufacturer narrative:
Follow up report 1 (device evaluation): upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this brady lead was a case of an attempted implant in the left bundle branch (lbb) due to impedance was greater than 3000ohms. During the procedure, this lead was repositioned, however, the high impedance values remained. No visual fractures or damage were able to be found on lead. This brady lead was replaced with another lead of the same model. No adverse patient effects were reported. This lead is expected to be returned.